Manufacturer narrative:
No definitive root cause was determined. The customer indicated that cleaning, re-greasing and replacing the o-rings on the pipettor has resolved the issue. The pipettor passed the volume verification testing and it's operating as expected. This customer has not logged any complaints against this pipettor since this incident.

Event description:
The customer reported that they had observed an incorrect amount of fluid dispensed and aspirated from the mts ID tipmaster pipettor. Incorrect dispense of fluid may lead to variations in antigen/antibody ratio and possible erroneous test results. The customer observed the issue and took the pipettor out of use, preventing erroneous results from being reported.